Manufacturer narrative:
Siemens completed investigation for an outside of the united states (ous) customer report of a discordant (depressed) patient result with the atellica im ca 19-9 lot# 537 versus alternate methods. Sample (B)(6) recovered 25.34 u/ml with atellica im ca 19-9, but 48.7 and 49.8 u/ml with the alternate methods. The customer is using 37.2 u/ml as the upper limit of normal for all of the ca 19-9 assays. Siemens reviewed customer calibration and quality control (qc) data, and there is no evidence of a problem. Instrument performance and lot specific issue was ruled out because of the repeatability observed during customer troubleshooting, where results were similar atellica im across analyzers and different reagent lots. The customer was not able to provide a list of patient medications/supplements. The customer did not provide sample material for further investigation. The expected values section of the atellica im ca 19-9 IFU indicates 60 ¿ 75% of samples from patients with gastrointestinal (pancreatic, colorectal, biliary) malignant disease recovered >37 u/ml, so 25 ¿ 40% of samples from gastrointestinal malignant disease patients will not be elevated for this assay. As stated in the limitations section of the atellica im ca 19-9 IFU: the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Based on the available information, the cause of the event cannot be confirmed. The customer is operational, and the reported issue is resolved by routine troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results. Siemens filed initial MDR 1219913-2024-00407 on 13-sep-2024. This MDR 1219913-2024-00407 supplemental 1 is being filed for the discordant result from test date 21-aug-2024 (sample ID (B)(6)). MDR 1219913-2024-00406 supplemental 1 was filed for the discordant results from test date 23-august 2024 (for sample ids (B)(6)).

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of discordant (depressed) patient results with the atellica im (B)(6) lot# 537 versus alternate methods. Initial results were reported and questioned. Corrected reports were issued. There are no allegations of patient or user intervention or adverse health consequences due to the event. The interpretation of results section of the assay instructions for use (IFU) states, "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is investigating. Note: this MDR addresses the discordant result from test date 21-aug-2024. The discordant results from test date 23-aug-2024 is being reported in separate MDR.

Event description:
The customer has observed discordant (depressed) atellica im ca 19-9 (ca19-9) patient results with lot 537 relative to alternate test method results. Initial results were reported and questioned. Corrected reports were issued. There are no allegations of patient or user intervention or adverse health consequences due to the event.